Event description:
It was reported that scale marking error occurred before use with a syringe 5ml saline fill china sp. The following information was provided by the initial reporter, "before open the package, the customer found the scale marking missing. Did not affect patient treatment, no potential risks."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that scale marking error occurred before use with a syringe 5ml saline fill (B)(6) sp. The following information was provided by the initial reporter, "before open the package, the customer found the scale marking missing. Did not affect patient treatment, no potential risks."